Event description:
It was reported that during an aneurysm embolization procedure, the subject stent had fully entered the microcatheter nut it could not be pushed further. While withdrawing the subject stent out of the patient's body, only the subject stent delivery wire pulled out, and the subject stent part was not taken out. Under digital subtraction angiography (dsa) observation, it was found that the subject stent body had remained at the proximal end of the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.